Event description:
Boston scientific received information that this left ventricular (lv) lead and device exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The lead is now being used in an off label capacity and once removed from the chronic device and inserted into the newly implanted device into the right ventricular port, the impedances issues were no longer there. This lead remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.